Event description:
During a pci treatment procedure, the maverick2 monorail 12x2.25 mm balloon ruptured at 12 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 95% stenotic lesion in the left anterior descending coronary artery. It is noted that the resistance was met with insertion of the device. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.